Event description:
It was reported to boston scientific corporation, that the extractor rx retrieval balloon was used during a stone extraction procedure in the lower bile duct. According to the complainant, the physician applied pressure using a syringe to inflate the balloon. The balloon would not inflate. The device was removed from the pt. Follow-up indicated they thought there was a tear in the material. The procedure was completed with another extractor rx retrieval balloon device. There has been no report of pt complications or injury due to this event. Post procedure, the pt was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.